Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was repositioned to put the patient¿s pain pump in. During the procedure the lead wiring was ¿reconstructed¿ because a lead had ¿busted.¿ the lead had gotten stuck and some of the patient¿s bone had to be ground down in order to get the lead wires to come out. The lead wires were ¿rerouted.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.